Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was not identified during the customer call. The customer requested assistance with pump recalibration to ensure accurate performance and proper device functionality. Customer will try a new sensor to further troubleshoot and resolve the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer has requested assistance with recalibration of the pump to ensure accurate performance and proper functionality. There was no patient involvement.